Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the incident, the field service engineer (fse) informed the pharmacy staff that the clips holding the tower shelves were customer consumable parts. The fse assisted the customer by providing information on where the parts can be obtained, including the part number and relevant details. There was no issue identified on bd side product, as this component was considered customer owned consumable hardware. Therefore, the issue can be considered resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system had broken clips to hold shelf. The little clips that held the shelves up broke, and the shelf fell down, preventing nurses from accessing the bins. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.